Event description:
The consumer reported that the patient had a bike accident in (B)(6) 2014 and landed on her left hip very hard. The health care provider (hcp) was contacted and stated it should not hurt anything as long as therapy was still working. The patient stated after the bike accident, she had been having different symptoms, neurological problems, tremors, loss balance. It was indicated that the hcp wanted to do MRI of the cervical spine and the patient did not know if MRI was related to neurostimulator therapy. The patient mentioned she had no idea this would be so crippling to have test done. It was later reported on (B)(6) 2015 that patient was still having concerns regarding their device or therapy but has not sought further help. The patient was frustrated and felt it was a bit extreme for their needs. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available additional information received from the patient reported that the patient wanted device taken out. After they fell off the bike last (B)(6), there was a jolt. The fall was the hip against cement and the patient noted that she was not a small person and the healthcare professional (hcp) said it would not be an issue. It took a long time to get over that. Just since the first of the year it had been really tender, and there was horrible low back pain. It had been checked out and the patient also had an eye appointment and everything was checked except the device. Blood pressure and sugar had gone up because she could not walk. The patient was very physical and felt like a prisoner at home, couldn't even drive to go visit people, and missed an awful lot of dog walks and activities. The patient got the device for bowel and bladder was out of control. She had to wear pull-ups 24/7 and got up 2-3 times per night and was soaked. It was noted that she had diabetes and felt like she had given this thing every chance. The patient had never had it adjusted and in fact turned it off. She had it off since (B)(6) 2016. The patient also mentioned arthritis in the shoulders. She had to exercise and could not do water aerobics. It was not helping since (B)(6) 2016. On may 17, 2016, additional information received via the consumer reported the patient had wanted the device explanted but the physician had not. The patient had one implantable neurostimulator (ins) for the bladder and one for the bowel. She had pain on both hips but she could not walk because it would hurt to walk and do anything. The therapy was turned off six months ago. The patient noted she was not a good candidate for the implant as she had irritable bowel syndrome (ibs), arthritis in the shoulders, soreness, and diabetes. Two days later, it was reported the devices were becoming very painful (pain at the implant site). She could not sleep, walk, or do anything. It was noted the site was very painful. She said she got it in her head that there was an infection. It was noted the patient did fairly well for about a year and then had an accident on her bicycle and began having these problems. The patient's indication for use was gastrointestinal/pelvic floor. Reference manufacturing report # 3004209178-2015-03607.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation: product ID 3058 lot# serial#(B)(4) implanted: 2014(B)(6) explanted: product type implantable neurostimulator product ID 3889-28 lot# va0hhdh serial# implanted: 2014 explanted: product type lead product ID 3889-28 lot# va0hhdh serial# implanted: 2014- explanted: product type lead product ID 3889-28 lot# va0hhdh serial# implanted: 2014- explanted: product type lead product ID 3889-28 lot# va0hhdh serial# implanted: 2014- explanted: product type lead: due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Patient code, eval code method 4114, eval code-result 3221, and eval code-conclusion applies to interstim and lead (lot#va0hhdh). Device code applies to lead (lot#va0hhdh) only. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who confirmed the system was explanted by their healthcare provider (hcp) for previously reported issues. They also said they were never a good candidate because they have severe arthritis and it was "not convenient to check [their] systems." Patient said the hcp "broke one" when removing the system components; patient believes there is a partial lead left in them when the system was removed. When asked when the system was explanted, patient said shortly after implant and within the first year. During the call, implant date was reviewed and the last call on record was 2016, at which point, the system had not been removed. The patient then said they don't believe this is accurate. It is unknown when this event occurred. The patient went on to further say they've had "problems" since explant. Patient then clarified this by saying they have been falling because they have been losing their balance. As a result of the falls, the patient has been breaking "major bones," has needed hospitalization, and has been in rehab all this year and part of last year. They have been "depressed through all of this" and has been diagnosed as bipolar. Patient was also told by their hcp that the little piece in them would not bother them, but the patient said their left side is "still itchy" and is still bothering them. Due to what was reported, the patient was redirected to their hcp to discuss the balance issues, falling, broken bounds, and left side issues. The patient also noted that they were seeing an unspecified neurologist the day after the report regarding the balance issue. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.